Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the buttons were unresponsive on the insulin pump. Customer stated they have not received any alarms. It was also found the customer was unable to open a menu due to the button anomaly. Customer's blood glucose was unknown. The customer stated they did not drop or bump the insulin pump. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump had intermittent button response due to moisture damage on the keypad trace. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.